Event description:
Provider states that they just received this unit back from repair order (B)(4) and when they opened the box and tested the unit at their shop it wouldn't give higher than 85% and it was alarming with the yellow low o2 light.